Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
On (B)(6) 2017, the patient was initially implanted with a bifurcated stent and a suprarenal extension. On (B)(6) 2018, endologix was made aware of a type 2 endoleak. The patient is schedule to have an angiogram on (B)(6) 2018. As of the date of this report, the patient is reported to being stable and there have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the following reported events of a type 1b and 2 endoleak's. A secondary procedure was performed on (B)(6) 2018. The physician elected to implant a limb stent extension to resolve these leaks. The patient was reported as doing great. The most likely cause of the loss of seal (1b endoleak) was the hostile iliac anatomy and the presence of moderate-severe calcifications at the distal landing zones (a cautionary product use condition). Procedure-related harms include a type ii endoleak. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: patient code: remove code 1708. Device code: remove code 2993.

Event description:
Additional information: a type 1b and 2 endoleak were discovered. A secondary procedure was performed on (B)(6) 2018. The physician elected to implant a limb stent extension to resolve these leaks. The patient was reported as doing great.